Manufacturer narrative:
Results: the canister was undamaged. Conclusions: evaluation of the returned canister revealed an undamaged, functional device. During functional testing, the canister was seated onto a demonstration engine and was able to achieve vacuum within specification and all four vacuum indicator lights on the demonstration engine were illuminated. The reported complaint could not be confirmed. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine canister (canister). During the procedure, the hospital staff attempted to reseat the canister multiple times on the penumbra engine (engine). However, the canister would not build vacuum; therefore, the canister was removed. It was reported that none of the four indicator lights on the engine were illuminated. The procedure was completed using another canister and the same engine. There was no report of an adverse effect to the patient.